Event description:
Pt undergoing cardiac cath. Attempted to insert iabp. Insertion difficult due to adhesions from previous groin surgeries. Md was able to pass the balloon pump part way but during manipulation the distal tip of the catheter became lodged in the r groin area and the tip broke off.